Event description:
It was reported that the proximal electrodes came off with the stylet. The inner wires pulled out partially with the stylet as well during surgery. The lead was not implanted. It was stated that the physician had the lead placed inside the needle, when he removed the stylet the electrodes that would normally go in the trial cable came out along with the inner wiring. There was no patient injury. Additionally, it was stated that the lead "came apart" when removing stylet.

Manufacturer narrative:
(B)(4): analysis of the lead found that the proximal end insulation was torn under the connector. Analysis of the stylet found that the wire was bent. The outer insulation was stretched and torn underneath the #0 connector sleeve. The lead was electrically ok. The stylet wire was bent and could not be withdrawn from the lead.